Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and a limb extension on (B)(6) 2012. Upon follow-up, computed tomography (CT) revealed the patient had less than 2cm overlap between the main body and proximal extension. Patient initially refused to have an additional endovascular procedure. On (B)(6) 2016 physician was able to reline the original devices by implanting an additional bifurcated stent and a suprarenal aortic extension.